Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage to the lcd display not consistent with typical use. The lcd display was replaced. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.